Event description:
According to the information received, the amplatzer septal occluder (aso) was implanted using stop-flow balloon sizing technique. Pre-procedure EKG showed regular sinus rhythm in v1, sinus rhythm with pr interval 160-170 m/sec. In the pacu-post-procedure, the patient was noted to have prolonged pr interval (220 m/sec) with sinus slowing and junctional escape rhythm. The patient was hemodynamically stable and was observed for 48 hours on telemetry, with no change in rhythm. The patient was seen in 2007 and was completely asymptomatic and well. Based on the few published case reports and discussions with other interventionalists, I decided not to remove the device. The pr interval after the cath was approx 200-220 ms. Over the following couple of weeks, the pr was noted to be close to 300 ms, at times. Things have steadily improved since that time and her last ECG and holter show a shorter, but still prolonged pr. The first degree heart block is still present, but it is resolving (the pr interval is shortening). She has had 2 holters, both of which showed first degree heart block, but no second or 3rd degree.